Manufacturer narrative:
The customer contact indicated that the devices were discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of cracks in the semi-rigid adapter of the secondary port; subsequently, leaks were noted. On unspecified dates, the primary tubing sets were primed with normal saline and loaded into plum pumps. At unspecified times, the male adapter of secondary tubing sets were connected to the clave secondary port of the primary tubing set for piggyback delivery of unspecified medications. It was reported that after the secondary tubing set was connected to the clave secondary port, solution leaked onto the floor from a crack in the semi-rigid female adapter of the secondary port. The primary tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.